Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was taken by his sister to the hospital as he was experiencing a inflamed pancreas and he was not feeling well. The cgm reading was 324 mg/dl at the time when he was taken to the emergency. At the emergency department (ed) they took a bg reading but there were no values documented. His pancreas was swelling due to high triglycerides since according to him he was not able to monitor and manage his glucose when he stopped using cgm for around 2 weeks. During this time the patient didn¿t used a bg meter either. The patient started using his dexcom wearable again. When the patient started using dexcom again he could no longer control his glucose level and stayed on hyperglycemia, that is why his sister resorted to seek medical intervention at a the hospital. The patient was hospitalized from (B)(6) 2024 to (B)(6) 2024. They performed bg meter test every hour by the nurse and as far as he remembers the maximum difference between his dexcom and bg meter was 10 points (cgm was accurate). He was unable to provide the list of medications while at the hospital. At the time of the report the patient was at home and feeling well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.